Event description:
On (B)(6) 2010, the patient was implanted with a gore tag thoracic endoprosthesis. On (B)(6) 2010, the patient was implanted with a gore tag endoprosthesis to treat a distal deterioration of an aneurismal intramural hematoma. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.